Event description:
It was reported that during an in-house training session, a ge service engineer cut their hand on a mounting bracket when performing a tube replacement. Stitches were required. No pt was involved.